Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardiac monitor exhibiting multiple pause episode due to intermittent under-sensing. These episodes were likely cause by postural changes. There were no interventions or adverse consequences reported. The patient will continue to be monitored.